Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer did not report motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. It was also stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.